Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window and cracked reservoir tube also noted.